Event description:
Same case as MDR ID: 2134265-2015-00707. Reportable based on device analysis completed on (B)(4) 2015. It was reported that inflation failure occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 15mm apex¿ catheter balloon was advanced to dilate the target lesion. After the first inflation, the physician removed the balloon to check if the lesion was successfully dilated. Afterwards, the balloon was reintroduced into the lesion. However, the device could no longer be inflated. The physician removed the first balloon and changed with another 2.50mm x 15mm apex¿ catheter balloon to dilate the lesion. The second balloon was inflated three times. First inflation was performed at 16 atmospheres for approximately 5-8 seconds. Second inflation was at 18 atmospheres for approximately 5-8 seconds. On the third inflation at 20 atmospheres for approximately 5-8 seconds, the balloon ruptured due to the calcification of the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the outer portion of the shaft. Microscopic examination presented no damage or irregularities to the hypotube of the shaft. Microscopic examination of the balloon revealed an 18mm longitudinal tear from the proximal to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).